Manufacturer narrative:
Product ID 3889-28, lot# v021978, implanted: (B)(6) 2007, product type lead; product ID 3037, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient. (B)(4).

Event description:
It was reported that there were 'issues' regarding the lead. It was reported that the lead was damaged during the explant procedure. It was noted that the 3 distal electrodes were left in the patient. The doctor wanted to do an MRI. It was not stated if an MRI was done or not. Further information has been requested and if received, a follow report will be sent.

Event description:
Additional information received reported that during the explant procedure, they "couldn't get all of the lead out." The specific length of lead/electrodes remaining was unknown. It was stated that "three of the electrodes remained intact" and "electrodes 1,2, and 3 were retained in the pre-sacral area." If further information is received, a supplemental report will be filed.